Event description:
It was reported that an altitude alarm intermittently occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose level. The customer cleared the alarm and resumed insulin therapy using the original cartridge.